Manufacturer narrative:
Concomitant product UDI for pump is (B)(4). Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that the patient went to the clinic because this inflatable penile prosthesis (ipp) was not working properly. Two weeks later, a surgical procedure was performed, during which a tear in the cylinder was identified. All the components were removed and replaced. The cause of the cylinder tear was not detailed by the hospital. There were no patient complications reported.

Manufacturer narrative:
Concomitant product UDI for pump is (B)(4). Concomitant product UDI for reservoir is (B)(4). Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The cylinders and rear tip extenders (rte) were visually inspected, and leak tested. The rtes passed the visual inspection. No damage or abnormalities were found. The first cylinder had a hole in the outer tube from wear in the proximal end of the cylinder. The first cylinder had broken fabric threads from wear in the proximal end of the cylinder. The first cylinder had a leak from wear in the proximal end of the cylinder. The second cylinder passed both visual inspection and leakage test. The pump was visually inspected, leak and functionally tested. Under microscope observation, contamination (bodily fluid) was found within the pump. The pump passed the leakage test. To avoid damaging the test equipment, the pump was not functionally tested. The reservoir was visually inspected, and leak tested. The reservoir had wear at a fold in reservoir shell. The reservoir passed the leakage test. Based on the information available and analysis results, the reason for mechanical issue and hole/perforation was most likely determined to be the wear in the proximal end of the first cylinder.

Event description:
It was reported that the patient went to the clinic because this inflatable penile prosthesis (ipp) was not working properly. Two weeks later, a surgical procedure was performed, during which a tear in the cylinder was identified. All the components were removed and replaced. The cause of the cylinder tear was not detailed by the hospital. There were no patient complications reported.